Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds due to dislodgement and migration. Also reported that it appeared to have pulled back as there was no slack left on the lead. This was confirmed by fluoroscopy. Therefore, a lead revision was performed and it was explanted and replaced with a new one. No additional adverse patient effects were reported.